Manufacturer narrative:
The baxter technician found the head actuator needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head actuator to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the versacare frame head actuator went up by itself. The bed was located at the account. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.